Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012; inratio: 1.1; 1st re-test: 2.0; 2nd re-test: 1.4; lab: 2.82. Time between first two tests was four hours. Time between second re-test and lab draw was two mins. A different finger was used for each test. Coumadin is taken every night.

Manufacturer narrative:
Investigation pending.